Event description:
A health care professional reported that, post-surgery when moving the ophthalmic operating system, it shuts down automatically. Procedure details are unknown and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).